Event description:
The customer reported that the insulin pump was not functioning and had a stroke a month ago. The customer was hospitalized and she believes that the insulin pump sent too much insulin through her body. The customer stated that she remembers her blood glucose dropped to 24mg/dl, and she felt like her brain was frying. The customer mentioned being hospitalized for three weeks. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.